Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure for a meniscus repair on (B)(6) 2020, it was observed that the cutter device was blunt and would not cut suture off. Another like device was used to complete the procedure without delay reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during the surgery of cruciate ligament reconstruction+meniscus repair, the cutter was blunted and it could not cut suture off (as the video shows). The complaint device was received and evaluated. Visual observations reveal that the device was dull and appears worn, indicating device was used. The functionality was performed and a thread was loaded and the device didn't cut the thread as intended, thus corroborating the visual observations on the video provided. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A manufacturing record evaluation was performed for the finished device lot number [18n14], and no non-conformances were identified. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to normal field wear of the device from repeated use and sterilization cycles. This cannot be conclusive determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.